Event description:
Info received indicates the cylinder will not hold the bed in the raised position. The bed is drifting down slowly.

Manufacturer narrative:
The technician replaced the cylinder to repair the stretcher.